Manufacturer narrative:
Device evaluation. Visual inspection showed no outward signs of physical damage or abnormalities. Unit appears to have been primed. Pressure integrity testing was performed at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the fiber bundle. The leak was next to the hex which is representative of a ¿snorkel¿ fiber. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the priming process, solution was noticed leaking from the bottom of the fusion prior to use. Upon closer examination, an internal crack was identified in the oxygenator. The device was replaced. There was no patient involved. Medtronic received additional information that the issue was only observed on the fusion oxygenator. There was no damage to the device, the packaging or other contents within the package (ex. Devices in a tray or custom pack).